Manufacturer narrative:
Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed. The reported complaint symptom code physical damage was confirmed. A mechanical problem was identified and cause was traced to component failure. This was determined due to the guide pin puncturing the bloodline. The reported complaint loose component was confirmed and a mechanical problem was identified. Cause traced to component failure was due to the mechanical failure on the blood pump rotor. The reported complaint of fluid leak was confirmed. Mechanical problem identified and cause traced to component failure due to the damaged bloodline caused by the rotor. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The complaint event was confirmed.

Event description:
A biomedical technician (bmt) reported that during hemodialysis (hd) treatment the blood pump rotor tubing guide roller on a dialysis machine came loos and damaged the blood tubing. There was blood leaking from the tube. In a follow up, the bmt said that the event took place 1.5 hours into hemodialysis (hd) treatment. The 2008t machine did alarm appropriately. The event was visually observed as the blood line was cut at the rotor. Fresenius bloodlines/dialyzer were not being used. There was no damage to the bloodlines prior to treatment. The patient's estimated blood loss was 300ml. There was no patient harm, no adverse event and no intervention due to the event. The patient was able to complete treatment on a different machine with new supplies.

Manufacturer narrative:
Plant investigation: the bloodline was not returned for investigation. The rotor was returned with missing sleeves (guide sheaves) on both rear guide pins. An inspection on both rear guide pins have signs of debris and wear markings. There are no other discrepancies with the rotor assembly.install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing.

Event description:
A biomedical technician (bmt) reported that during hemodialysis (hd) treatment the blood pump rotor tubing guide roller on a dialysis machine came loos and damaged the blood tubing. There was blood leaking from the tube. In a follow up, the bmt said that the event took place 1.5 hours into hemodialysis (hd) treatment. The 2008t machine did alarm appropriately. The event was visually observed as the blood line was cut at the rotor. Fresenius bloodlines/dialyzer were not being used. There was no damage to the bloodlines prior to treatment. The patient's estimated blood loss was 300ml. There was no patient harm, no adverse event and no intervention due to the event. The patient was able to complete treatment on a different machine with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported that during hemodialysis (hd) treatment the blood pump rotor tubing guide roller on a dialysis machine came loos and damaged the blood tubing.there was blood leaking from the tube. In a follow up, the bmt said that the event took place 1.5 hours into hemodialysis (hd) treatment. The 2008t machine did alarm appropriately. The event was visually observed as the blood line was cut at the rotor. Fresenius bloodlines/dialyzer were not being used. There was no damage to the bloodlines prior to treatment. The patient's estimated blood loss was 300ml. There was no patient harm, no adverse event and no intervention due to the event. The patient was able to complete treatment on a different machine with new supplies.